Manufacturer narrative:
Date of event and d4: UDI number are unknown.no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not ventilating. No injury reported. Reported item number is 510a1954nus with reported lot number 1105272; which is part of parapac kit with item number 120003. No injury reported.

Manufacturer narrative:
Other, other text: on review, this file was found to be a duplicate and all information will be submitted on 3012307300-2023-04270. Please disregard all files associated with 3012307300-2023-05010.